Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Date of lead replacement procedure was on (B)(6) 2019.

Manufacturer narrative:
The investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-09331. It was reported that the patient was experiencing ineffective therapy. X-rays later revealed that the patient's lead had migrated. As a result, the patient was scheduled for a procedure on (B)(6) 2019. During the case, it was discovered that left lead had migrated as well. Both of the patient's leads were explanted and replaced. Therapy was restored following the procedure.